Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue; the complaint could not be confirmed. Two complaint samples were returned and tested positive for blood using the hemident test. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
Consumer opened 2 tampons where the applicator was bloody and the pledget was missing, they were noticed before she used them.